Event description:
The physician successfully treated a mid lad in-stent restenosed lesion. Upon withdrawal of the cutting balloon, resistance was encountered. While attempting to remove the catheter, the balloon detached from the catheter shaft and remained in the pt. The balloon was successfully removed with a snare. It was reported that there were no pt injuries or complications and the pt is reported as doing "okay'.